Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the base and acid pump as it was dirty. The cse also replaced the syringe and ancillary diluent, wash probes and reagent probes. The cse aligned the probes, incubation ring and sample probe cuvette bottom. Additionally, the cse replaced valves, dismounted and cleaned the luminometer. The cse ran dark counts, and all wash functions were satisfactory. Siemens is investigating this issue.

Event description:
Discordant, falsely elevated tropnin results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia centaur instrument, resulting negative. The corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The initial MDR 2432235-2016-00800 was filed on december 21st, 2016. Additional information (12/23/2016): patient data and sample identification have been added. Additional information (01/03/2017): a siemens headquarter support center (hsc) specialist evaluated the event data. There were no part identified as defective and the discordant results could not be reproduced. The cause of the falsely elevated troponin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.